Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include thirst, vomiting, and presence of ketones. The patient administered manual insulin injections and was treated with intravenous fluids in the ER. The patient was released after a few hours in the ER. The pod was removed at the hospital.